Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03727 / 03728).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to pain and metal debris. During the procedure, the patient was found to have significant dead tissue due to metallosis. The acetabular cup, modular head and taper adaptor were removed. An acetabular cup, polyethylene acetabular liner and ceramic were implanted during the revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03727 / 03728 & 2016-03337).

Event description:
It was reported that patient underwent left hip revision procedure approximately 8 years post-implantation due to pain, metal debris and elevated metal ion levels. During the procedure, metallosis, pseudotumor formation, osteolysis, tendonitis, corrosion, trochanteric bursitis, metal fragments and debris, delamination of the porous coating from the acetabular cup and cysts were noted. The acetabular cup, modular head and taper adaptor were removed and replaced. A polyethylene acetabular liner was also implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Due to the condition of returned product, a dimensional analysis could not be performed. Evaluation found devices show signs of wear and delamination; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿